Event description:
Prior to implant, the lead was examined. It was determined that the tip of the lead was out of alignment between contacts 0 and 1. A different lead was used and implanted.

Manufacturer narrative:
Analysis of lead, model 3389s-40, lot # v777071, determined the distal end of the lead was bent. The continuity was acceptable and there were no shorts between circuits.

Manufacturer narrative:
(B)(4).